Manufacturer narrative:
D1 correction: updated device brand name to align with the information in the corresponding fields in gudid.

Manufacturer narrative:
H2 correction: updated the device identification fields to align with the information in the corresponding fields in gudid.

Manufacturer narrative:
D4 correction: model number entered.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The reported patient effect of embolism / embolus is listed in the guide wires instruction for use as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties appear to be related to user error. The reported patient effect of embolism / embolus appears to be related to the operational context of the procedure; however, a conclusive cause for the reported patient effect of stroke and the subsequent treatments cannot be determined. In this case, it was reported that the guide wire became entrapped between the vessel wall and a stent. Entrapment is a result of operational circumstances and not related to a product quality issue. It should be noted that the guide wire instructions for use states: ¿do not deploy a stent such that it will entrap the wire between the vessel wall and the stent.¿ additionally, it is possible that the guide wire sustained damage from the entrapment, contributing to the reported material separation during removal. The separated portion of the guide wire was unable to be removed and remains free floating in the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the anterior interventricular artery (iva), left anterior descending (lad) and diagonal bifurcation. There was moderate calcification and triple vessel lesions. A stent was placed in the iva towards the 1st diagonal and during removal, the balance middleweight (bmw) hydro guide wire was trapped between the stent and the vessel wall when a non-compliant balloon was used. Upon removal of the guide wire, it separated without resistance in the aorta at the level of the subclavian artery and it was attempted to retrieve the separated portion with a lasso but this was unsuccessful. At the end of the procedure an ischemic stroke occurred. The patient experienced the first signs of motor deficit. A coherence tomography (CT) scan was performed and a sylvian ischemic stroke was confirmed. The patient was provided dual antiplatelet therapy and recovered from the stroke but still had some spatiotemporal disorders. The patient was referred to a cardiac surgeon to discuss surgical ablation and is still hospitalized for observation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The reported patient effect of embolism / embolus is listed in the guide wires instruction for use as a known patient effect of coronary stenting procedures. In this case, it was reported that the guide wire became entrapped between the vessel wall and a stent. Entrapment is a result of operational circumstances and not related to a product quality issue. It should be noted that the guide wire instructions for use states: ¿do not deploy a stent such that it will entrap the wire between the vessel wall and the stent.¿ the investigation determined the reported difficulties appear to be related to user error. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. Additionally, it is possible that the guide wire sustained damage from the entrapment, contributing to the reported material separation during removal. The separated portion of the guide wire was unable to be removed and remains free floating in the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.